Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was experiencing right ankle and foot swelling and foot drop. The patient had an appointment with a neurologist (caller did not have the info for that physician) on (B)(6) 2025, the neurologist thought the issue was related to nerve compression in the l5 and s1 vertebrae. The neurologist thought that the issue was related to the interstim system and recommended removal of the system and administration of steroids. The caller stated that the urologist did not think that the issue was related to the interstim system but they will remove the device. The caller also noted that the patient did have foot and neurologic issues prior to the implant. Patient will have an MRI on b)(6) 2025 and they expect to remove the ins on (B)(6) 2025. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient stated that they are currently at the hospital because the ins is scheduled to be removed today. They have been experiencing neurological deficits on their right side and have developed foot drop and swelling in their right leg and foot. The patient mentioned that the swelling in their foot began two days after the procedure on (B)(6).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was experiencing right ankle and foot swelling and foot drop. The patient had an appointment with a neurologist (caller did not have the info for that physician) on (B)(6) 2025, the neurologist thought the issue was related to nerve compression in the l5 and s1 vertebrae. The neurologist thought that the issue was related to the interstim system and recommended removal of the system and administration of steroids. The caller stated that the urologist did not think that the issue was related to the interstim system but they will remove the device. The caller also noted that the patient did have foot and neurologic issues prior to the implant. Patient will have an MRI on (B)(6) 2025 and they expect to remove the ins on (B)(6) 2025. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient stated that they are currently at the hospital because the ins is scheduled to be removed today. They have been experiencing neurological deficits on their right side and have developed foot drop and swelling in their right leg and foot. The patient mentioned that the swelling in their foot began two days after the procedure on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.